Event description:
Treatment of an unruptured fusiform aneurysm measuring 12mm located in the ophthalmic segment of the left ica (internal carotid artery). On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, the pipeline (3.75mm x 20mm) could not be released from the capture coil. The lesion was highly tortuous and 8 attempts have been made to treat it.no patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline, pushwire, and marksman catheter were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found opened and released from the capture coil; however, the capture coil and braids were found damaged and may have contributed to the reported issue. All devices are 100% inspected for damages and irregularities during manufacture.(B)(4).